Event description:
It was reported, a critical alarm was occurring as the pt's pump had stopped. The pt was in the hospital for unk reasons not related to the device. The pt was hooked up to an external pump as a precaution. The pt was scheduled to have the pump evaluated by the hcp in the clinic. The drugs in the pump were morphine and bupivacaine. No symptoms or further outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).